Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Visual inspection noted that the reload was found pre-fired and engaged in interlock and the jaws were open. Functional evaluation noted that the reload was loaded into the subject instrument and returned for testing. The interlock was overridden and the reload was applied to test media, which was cleanly transected. The reload interlock was tested and found to function properly. The reported condition was confirmed. The analysis noted evidence that the device was not used as intended. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection to prevent patient harm. The instruction for use states, "failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, for the first stapler, green button was pressed but handle did not fire. Another handle as used - it fired one time and then the same thing happened. A third handle was opened and still the device did not fire. The nurse then used a competitor device to continue the case. There was no patient injury.